Event description:
The portion of the 22 french foley catheter at issue is the port that connects to the drainage bag. The material is obviously with 2 different colors of composite, and appears different from the many foley catheters that I have inserted.